Manufacturer narrative:
The local area field representative was contacted for additional information. No further information was available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a device upgrade procedure, this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of 0, 4, and 9 ohms. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) sources. The bovee was unplugged and shock impedance measurements were observed to be in an acceptable range. Additional information was recently received indicating the patient expired three days post the implant procedure. There were no allegations against device functionality related to the patient's death.